Event description:
The recipient reportedly elected revision surgery due to lack of benefit with device use. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the array, and damaged silicone was observed on both top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.